Manufacturer narrative:
Results - visual inspection of the lens showed evidence of surgical residue and the lens was stuck in the injector. There was no visible damage to the injector. Conclusion - (no conclusion can be drawn): the root cause for this event cannot be determined because the injector and cartridge were not returned.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2017v. While advancing, the lens was stuck in the injector. The lens was not implanted and there was no patient contact. An msi-ts injector was used and the lot number was not provided by the facility. The model and lot numbers of the cartridge was not specified by the facility.